Event description:
A medtronic rep reported that the monitor was flashing black and updating slowly prior to an ent case with the fusion system. There was no pt present.

Manufacturer narrative:
No pt info, as no pt was involved in this concern. The device has not been returned to the MFR.